Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon resection, a device component disengaged but not into patient's cavity. They replaced the device to complete the case. No patient injury.